Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device will be serviced and fully tested before returning to the customer. Resmed reference# (B)(4).

Event description:
It was reported to resmed that an astral device did not power up. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to a software corruption issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference# (B)(4).

Event description:
It was reported to resmed that an astral device did not power up. There was no harm or serious injury reported as a result of the incident.